Manufacturer narrative:
The battery was evaluated by failure analysis and confirmed to have triggered error 816. The battery failed at startup on the test system with error 824 pointing to low voltage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, there was a system message about no battery backup being available. Prior to calling, the customer restarted the system with no change. The system was not connected to the live system logs during the time of the call. Customer was continuing with the procedure since they did not want to perform another mid-procedure restart. The customer would call back when they were able to restart the system with the emergency power off button on the patient side cart (psc) to see if the message was cleared. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the system power manager (spm) and the battery to resolve the issue. The fse notified the customer to charge the battery overnight as the battery level was low. System is verified ready for use. System tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the spm to perform failure analysis. The spm was analyzed and found to start in normal mode with no errors nor failure message. The spm passed the charge and voltage test. The current and voltage were in normal range. Isi has received the battery; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.